Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to the locking bar backing out. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent bilateral total knee arthroplasty on an unknown date. Subsequently, the pin in the right knee came out and was removed. No further information has been provided.